Manufacturer narrative:
(B)(4). Approximate age of device - 4 years, 4 months. The replaced portion of the repaired percutaneous lead (driveline) was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system was producing low flow alarms with multiple pi events. The patient was asymptomatic. A log file was reviewed by the technical service representative and 7 pump stoppage events were confirmed. In addition, when the pump speed was descending, low flow hazards were also confirmed. A percutaneous lead (driveline) replacement was performed on (B)(6) 2017. Approximately 18 inches of the driveline was replaced with no issues. The continuity test did not indicate any broken wires. No issues were noted after the patient was put back on a grounded cable.

Manufacturer narrative:
Although the reported low flow alarms and pi events were confirmed through evaluation of the submitted system controller log file, a potential cause could not be conclusively determined through evaluation of the returned portion of driveline. However, the entire driveline was not returned. Review of the submitted log file showed low speed events and pump stoppages on (B)(6)2017 at 11:43am, 7:31pm, 7:49pm, corresponding to alarms for low speed and low flow hazard. These events occurred while the patient was connected to the batteries. Multiple pi events were also captured. Technical services personnel arrived on site and performed an external driveline repair. A portion of the driveline was returned measuring approximately 17 inches. Rescue tape was noted approximately 2.5 inches from the controller, which upon removal, revealed a tear to the outer silicone jacket. No damage to the bionate layer was identified. Electrical continuity testing did not reveal any discontinuities or shorts. The metal shielding was worn throughout with breakdown identified approximately 2.5 inches from the controller connector. The underlying wires did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.